Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker started to migrate more towards the top of the skin. The patient also mentioned that the device can be hot, but the hotness comes and goes. To date, this device remains in service. No adverse patient effects were reported.